Manufacturer narrative:
Additional contact information: (B)(6), biomedical engineer, (B)(6). The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the scroll compressor to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Event description:
It was reported that during preventive maintenance (pm) the cardiosave intra-aortic balloon pump (iabp) units compressor failed. There was no patient involvement.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units compressor failed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted following global CAPA 450677 corrective action implemented for root cause 43.